Event description:
As reported, approximately 1 month and 17 days post the initial left reverse total shoulder arthroplasty, the patient dislocated and was revised. The surgeon decided to remove the glenosphere and humeral liner and upsize to a 46mm glenosphere and 46+2.5mm constrained liner to stabilize the joint. All implants removed and replaced without complication. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.